Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 18-sep-2014, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 06-may-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,000 mcg/ml fentanyl at 100 mcg/day and 20 mg/ml bupivacaine at 1.9 mg/day. The reason for use was not reported. It was reported that the patient had an increase in pain. When she went for her pump refill they aspirated a higher drug volume than anticipated. They were also unable to aspirate the catheter access port (cap), so the doctor determined the catheter was occluded and needed to be replaced. The product was explanted and replaced, the customer was notified that it needed to be returned to the manufacturer. The hospital was in possession of the product and it would be returned. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the cap aspiration that was unsuccessful. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump (pli 20) found no anomalies. Analysis of the proximal catheter revision segment (pli 10) found that there was coring/tears/cuts in the seal. There was no leak seen in the lab. Analysis of the accessory kit catheter (pli 30) found that there was acceptable testing with the incomplete catheter that was returned in segments. Interrogation of the device found that it was being used to deliver fentanyl at 455.4 mcg/day and bupivacaine at 9.109 mg/day. If information is provided in the future, a supplemental report will be issued.